Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2017, revised and replaced on (B)(6) 2021 due to a tubing separation in the inlet tube. Additionally, the penile implant had an apparent pump fail and didn¿t activate. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation of the longer pump exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device presented a tubing separation in the inlet tube. The patient was in recovery following replacement surgery.